Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. The iab was removed and a second was inserted. On 6/12/97, the following info was rpt'd to datascope: the pt was very unstable, not doing well and not expected to do well from end point of surgery. The nurse noted blood back in the balloon catheter. The contact stated that the pt went on to expire about nine hrs after the event on 4/16/97. It was unk if there were any complications from the event and not sure if they were related. The dr did not think there was a correlation. Event complications: unk - rpt'd 4/25/97, 4/28/97; none - rpt'd 6/12/97. Pt current status: expired - rpt'd 4/28/97.